Event description:
It was reported that the single arm monitor on the 2800 system is shutting down and rebooting itself while the bovie is being used. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was tested and found to be working as intended and placed back into service.